Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2025 and barbed suture was used. The suture would not lock in into the tissue as it should. It was felt that there are fewer barbs on the suture line compared to another lot. Another lot was used to continue with the procedure. There were no adverse consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. Thirteen unopened samples that pertained to product code sxpp2b400 were received for analysis. In order to evaluate the condition of the returned sample, the packets were opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no anomalies were observed during evaluation. Ten barbs were measured in the strand, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance., additional investigation summary: the product was returned to ethicon for evaluation. One unused open sample that pertains to product code sxpp2b400. During the visual inspection of the needle-suture combination, the swage and attachment area were noted as expected. The suture was examined, and the barbs were present along of the strand. Ten barbs were measured, and all barbs met with the requirements. In addition, the loops were as expected. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.